Event description:
Facility reports that while transferring resident from bed to geri-chair, they closed legs on lift and put them at side of chair. Cna no 1 was holding resident's legs while cna no. 2 had one hand on lift and second hand on hand control. While lowering, the lift tipped sideways and resident fell to the floor. The geri-chair had a positioning pillow on it and at some point there was action taken to orient that cushion. Resident was sent to ER for evaluation. Multiple bruises on right arm. Skin tear close to right hand. Possible bruise on forehead.

Manufacturer narrative:
Retrospective review. This event has been determined to be reportable. Local distributor visited the facility and was informed by facility staff that the lift was and is in good working order.